Manufacturer narrative:
A report was received that a cypher stent delivery system (sds) was associated with a failure to cross. Upon analysis of the product, it was noticed the stent was not received. This event involves a patient of unknown age, gender, and medical history. No information regarding procedural details or vessel characteristics was provided. It was reported that during an interventional procedure the product did not cross the target lesion. There was no report of patient injury. The product was return for analysis. Upon analysis of the product, it was noticed the stent was not received. The balloon appeared to have been inflated and deflated. In addition, there were bumping marks noted on the balloon. A device history record review of the involved lot revealed the product met all quality requirements for product acceptance. Based on the available information, it is not possible to conclusively establish a cause for the event. It is possible that procedural and/or vessel factors may have contributed to this event. There is no indication this event is design or manufacturing related.

Event description:
The following report was received from the field: during an coronary intervention, the product failed to reach the target lesion. There was no injury to the patient. However, upon inspection of the returned product, it was noted that the stent was missing from the balloon.